Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: failure analysis: the investigation of the returned device showed that the reported complaint was confirmed from the evaluation. The lock had rotational and lateral movement and a residue buildup was present. New components were added to replace worn internal parts along with general maintenance and cleaning performed. Root cause analysis: complaint confirmed via inspection of the unit. The lock had rotational and lateral movement. Unit required preventive maintenance and replacement of worn parts as a result of routine wear and tear. This unit is beyond integra¿s 7 years recommended life cycle (2007). No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the mayfield modified skull clamp (a1059) moves when in the locked position. It is unknown if there was patient involvement; however; no patient injury or surgical delay has been reported.